Manufacturer narrative:
No product was returned for evaluation. A log review was unable to be conducted as the device has not had its logs synced since manufacturing. Cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined.

Event description:
On (B)(6) 2024, an ilet user reported they experienced a low blood glucose (bg) event requiring assistance from emts. The event occurred on 9/2/2024. The user experienced a hypoglycemic event at 4 am while asleep, with blood glucose levels dropping below 40 mg/dl. Upon waking, the user noticed that the cartridge was leaking and mentioned reusing cartridges, which was advised against. The user has already changed out all supplies but declined further troubleshooting as they were heading out of the house. The user received IV glucose from emts for the event. The user lost consciousness during the event but regained awareness after the IV treatment.